Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The returned device indicated a damaged grommet, a loose/detached set screw, a set screw with a rounded socket and the returned device indicated a damaged set screw.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the replacement of the device the setscrew did not match the screw head. The physician could not unscrew it, different setscrew models were tested. With a lot of effort it was possible to unscrew it but the setscrew and the screw are joined and could not be separated. The device was explanted and replaced. No patient complications have been reported as a result of this event.